Event description:
It was reported blood withdrawal via port, after the blood withdrawal was finished and the tube was flushed and blocked with positive pressure, a drop of blood was hanging at the transition from tube to needle.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refz3339 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refz3339 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported blood withdrawal via port, after the blood withdrawal was finished and the tube was flushed and blocked with positive pressure, a drop of blood was hanging at the transition from tube to needle.

Event description:
It was reported blood withdrawal via port, after the blood withdrawal was finished and the tube was flushed and blocked with positive pressure, a drop of blood was hanging at the transition from tube to needle.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and applicable manufacturing records. Based on a review of this information, the following was concluded: the complaint of a leak in the infusion set was confirmed and the cause appeared to be associated with the manufacturing process. One ez huber infusion set was returned for investigation. The sample exhibited evidence of use. A functional test revealed fluid leaking from the interface between the extension set tubing and the needle housing. A microscopic examination of the leak site revealed variation in the adhesive bond between the extension set tubing and the needle housing. The leak appears to be associated with the breach in the adhesive bond between the tubing and the needle housing. Bd is working closely with manufacturing to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. A lot history review (lhr) of reez3339 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported blood withdrawal via port, after the blood withdrawal was finished and the tube was flushed and blocked with positive pressure, a drop of blood was hanging at the transition from tube to needle.